Event description:
The customer reported that knife blade of the device locked during a rectosigmoidectomy, lymphadenectomy, cholecystectomy and appendectomy. There was no injury to the patient. The surgical time was extended by 40 minutes to replace the product.

Manufacturer narrative:
(B)(4).the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.